Event description:
It was reported that a bd vacutainer® push button blood collection set had a syringe break at bottom of needle and failed to retract. Per consumer: the part that broke was at the at bottom of the needle where I believe the spring may be. When it broke, it broke into two pieces and the needle retracted but only part way. The last time I reported a defective needle it didn't break the needle just didn't retract all the way and I was almost stuck when I was putting the needle in the sharps container.

Manufacturer narrative:
The following fields have been updated with corrections: d.1. Medical device brand name: bd vacutainer® push button blood collection set. D. 1 medical device type: jka. D.2. Common device name: blood specimen collection device; intravascular administration set. D.3. Medical device manufacturer: becton, dickinson & co., (bd). D.4 medical device catalog #: 367344. D.4. Medical device lot #: 8282891. D.4. Medical device expiration date: 2020-09-30. D.4. Unique identifier (UDI) #: (B)(4). G.4. Date received by manufacturer: becton, dickinson & co., (bd). H.4. Device manufacture date: 2018-10-09.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through (B)(4) to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that a bd vacutainer® push button blood collection set had a syringe break at bottom of needle and failed to retract. Per consumer: the part that broke was at the at bottom of the needle where I believe the spring may be. When it broke, it broke into two pieces and the needle retracted but only part way. The last time I reported a defective needle it didn't break the needle just didn't retract all the way and I was almost stuck when I was putting the needle in the sharps container.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that an unspecified bd¿ syringe broke at bottom of needle and failed to retract. Per consumer: the part that broke was at the at bottom of the needle where I believe the spring may be. When it broke, it broke into two pieces and the needle retracted but only part way. The last time I reported a defective needle it didn't break the needle just didn't retract all the way and I was almost stuck when I was putting the needle in the sharps container.